Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a product performance anomaly. Additional information was obtained indicating that the lv lead was dislodged and was confirmed through chest x-ray. Moreover, high threshold was also noted. No additional adverse patient effects were reported.